Event description:
Event: burn and blisters, pt unable to tolerate settings previously used for other treatments. Product problem: end block gold coating failure. Route: transdermal. Dates of use: (B) (6) 2006 - (B) (6) 2009. Diagnosis or reason for use: unk.